Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: during investigation, the battery compartment was cracked above the grip pad. The battery compartment threads were damaged and caused the battery cap to no attach and get stuck. The battery compartment cap had damaged threads. The cap was unable to be tightened to the test pump. The battery cap contact height was out of tolerance. Unrelated to the original complaint, the display was dim and gray. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.